Manufacturer narrative:
Additional information: d4 (UDI), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed that the dissector had a cracked waveguide, a melted jaw liner, and appeared to have missing components. Functional testing found the assembled device returned a green light and produced a welcome tone, but immediately alarmed when the device was activated. The waveguide was inspected under magnification and the origin of the cracks was identified. It was reported that the device failed to activate during the procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: melted jaw liner. The product analysis noted evidence that the device was not used as intended. Jaw liner damage was caused by the device jaws being clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition caused the jaw liner to melt and become damaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Do not activate the instrument with the clamping jaw closed unless there is tissue present, as doing so may damage the device jaws. Use of a device with damaged components may result in injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after installation, the device was used normally for about 20 minutes. Then the red light of the generator remained solid, which was not resolved after wiping, rinsing, and reinstalling. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. There was no dissector break, no piece fell into the patient¿s cavity, and no x-ray was performed. Another new dissector was used with the same generator and battery, and it worked fine. There was no patient injury. Medtronic's initial evaluation of the incident device found that the jaw liner was melted. There were missing pieces.

Manufacturer narrative:
D10 concomitant products: scgaa, reusable generator a scgaa, (serial #: (B)(6)) scba, battery scba, (serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.